Event description:
Product is sold as a lock for sterilization containers. It is labeled as "tamper-evident." It has come to our attention that the arrow can be pre-sterilized to have indicator tape turn color and then be added to the tray as a lock. The end user assumes the tray is sterile when the lock is intact and the indicator tape is exposed to steam. The person responsible for the sterilization could break procedure and no one would be aware. Product needs to alter when exposed to sterilization cycle so the above is prevented.